Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the onetouch ultra2 meter was giving inaccurate readings. On (B)(6) 2013 the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2013 at 9:45 am, the patient experienced the symptoms of weakness, blurred vision and he felt unwell. The patient noted these were his usual symptoms of low blood glucose levels. At 10:00 am, while symptomatic, the patient obtained the blood glucose reading of 6.8 mmol/l on the reported meter, which he claimed was inaccurately high. The patient took the action of consuming four glucose tablets and felt better afterwards; he did not seek any medical attention. At 12:00 pm the patient retested his blood glucose level to be 15.0 mmol/l. Earlier on the day of this event, at 7:30 am the patient obtained the blood glucose reading of 8.6 mmol/l on the reported meter. The patient ate breakfast and took 4.5 units novorapid insulin. The patient manages his diabetes with novorapid insulin taken on a sliding scale and 5.0 units glargine insulin. The patient¿s expected blood glucose readings range from 7.0 mmol/l to 12.0 mmol/l. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter and taking insulin based on that reading, and received treatment with glucose to mitigate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ (11/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/20/2013 and 11/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/14/2013 and 10/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.